Event description:
A high reading issue was reported with the adc device. The customer obtained a higher scan result compared to an adc meter. The customer experienced a loss of consciousness and required treatment of glucagon provided by a third-party. There was no report of death or permanent impairment associated with this event. A sensor scan of 168 mg/dl was compared to adc meter reading of 88 mg/dl, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for an investigation. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.